Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different samples (sample 1 and sample 2) collected from the same patient tested on a vitros 5600 integrated system. The most likely assignable cause of the lower than expected vitros tsh results is the presence of biotin in the samples. The tsc obtained a list of medications the patient was taking which included a multivitamin containing biotin. In july 2018, ortho issued a customer communication to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 ¿g/dl). Therefore, a sample interferent that affects the vitros tsh assay cannot be ruled out as contributing to the event. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tsh reagent lot 5736. There was no evidence that vitros tsh lot 5736 or the vitros 5600 system was not performing as expected.

Event description:
A customer obtained lower than expected vitros tsh results from two different samples (sample 1 and sample 2) collected from the same patient tested on a vitros 5600 integrated system. Sample 1: vitros tsh result 0.035 miu/l versus beckman tsh result 1.00 miu/l and cobas tsh result 0.78 miu/l. Sample 2: vitros tsh result 0.017 miu/l (hyperthyroid) versus expected euthyroid tsh result. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh results were reported outside of the laboratory. However, there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).